Event description:
During use of the device during cardiopulmonary bypass, the led indicator for the system back-up battery status did not glow green as expected. No patient injury resulted as a consequence of this event.